Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result, above the ami cutoff, generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory and was questioned by the clinician. Repeat testing on the same and on an alternate instrument produced results within the risk stratification range. It is unknown if the patient treatment was affected.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube with a gel separator, and centrifuged for ten minutes. The centrifugation speed has not been supplied to date. The customer stated that the laboratory protocol is to re-centrifuge all samples prior to repeat analysis. Qc is performed once every 24 hours, and was within the established ranges prior to the event. Qc level 1 was out of range on (B)(6) 2011. The customer was able to get the qc to pass within specification after the third attempt. The customer stated that hyb-psa, t-uptake and frt4 qc was also experiencing issues. Specific qc data related to these assays has not been supplied to date. A routine system check was performed on (B)(6) 2011 and failed (washed %cv = 16.52%; specification 0.00-12.00%). The customer replaced the aspirate probes and re-ran the system check, which barely passed instrument specifications (washed %cv = 11.69%). Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) performed an aspirate probe volume check test which indicated that probe # 2 was not aspirating at all. The fse replaced the aspirate probe tubing to resolve the issue. The fse performed a routine system check and a high sensitivity system check. Both passed within instrument specifications. Hardware was the root cause of this event.